Event description:
It was reported that during remote follow-up, the patient presented with loss of capture during possible inappropriate automatic mode switch (ams) episodes on their implantable cardiac defibrillator (ICD). Capture thresholds evaluation was done but the cause the issue could not be found. No further information about intervention was reported. There were no patient consequences.